Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the battery gauge has been observed to be jumping for the past week. Reportedly, the battery gauge jumped from 30% to 100% after being connected to a power source. The customer's blood glucose level was not impacted. The customer had manual injections as alternate insulin therapy.